Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an actuation failure of the probe occurred where the cutter became unusable in the middle of its usage and condition of aspiration was unknown during cataract/vitrectomy combination surgery. The surgery was completed after replacing the product with new one. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. One opened probe was received with a tip protector, in a tray. The returned sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation and was found to be conforming. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be functionally conforming, therefore an actuation failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).